Event description:
Customer reported erroneous differential test results were obtained for one pt sample when using the coulter act 5diff cap pierce (cp). There were instrument generated messages with the test results. Erroneous test results were reported out of the laboratory. A manual slide review was completed and did not agree with the automated differential results. The sample was sent to a reference laboratory for testing. Test results obtained at the reference laboratory were considered correct and posted to the pt's chart. No reports of death or serious injury, and no affect to pt treatment as a result of this event.

Manufacturer narrative:
Controls were run before the incident and recovered in range. Field service engineer adjusted the hgb (hemoglobin) and diff (differential) lamp voltages to service specs, adjusted flow cell/wbc (white blood cell) calibration, verified probe positions/alignment. Root cause is unk but may be sample related. There were instrument generated flags (r-review) to alert the operator to further investigate the differential results. This reportable event was identified during a retrospective review conducted between 01/01/2008 and 10/23/2010 of complaints for add'l reportable events.